Manufacturer narrative:
The device log files of the affected device were provided for the investigation. Log analysis revealed that a temporary deviation at a display element was detected by the safety system of the device and caused a software-controlled restart in order to restore a proper functionality, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina continues ventilation with the latest settings. The device behaved as specified and restarted in order to solve the display element deviation. The ventilation was continued after the restart.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator rebooted and audibly alarmed. No patient injury was reported.